Event description:
The dentist reported that the abutment screw fractured.

Manufacturer narrative:
The complaint was confirmed as the screw was fractured. The screw threads and the shank surface had wear damage. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. (B)(4).